Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based information obtained by the customer care advocate (cca). The patient stated that the alleged power issue began at noon on the day she contacted lfs. The patient reported managing her diabetes with insulin pump therapy. It is not known if the patient made any changes to her normal diabetes management as a result of the alleged power issue starting. The patient reported that ½ hours after the alleged power issue started she began to feel "shaky." The patient informed the cca that she treated herself with food and/or drink at the onset of symptoms. At the time of troubleshooting the (cca) confirmed that the subject meter would not power on manually or with a test strip. At the time of the call the patient mentioned that she had been using the subject meter for one year. The patient also mentioned to the cca that the alleged power issue continued even after she had replaced the batteries in the subject meter. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed a symptom suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/18/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed, and the meter was found to function properly. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.